Event description:
It was reported that the patient presented in the emergency room experiencing syncope. Upon review, the pacemaker exhibited premature battery depletion, failure to interrogate and transmit record, and no magnet response. The patient was admitted to the hospital in stable condition.